Event description:
It was reported that the patient¿s implantable cardioverter defibrillator undersensed a couple of beats during ventricular fibrillation. The device quickly and adequately detected and treated the rhythm in a timely manner. The device was reprogrammed. The patient's condition prior and during programming was fine.